Manufacturer narrative:
We are in the process of performing the investigation and will submit the f/u report once the evaluation is completed.

Event description:
A surgeon implanted a mesh approx 2 years ago. Patient presented with a recurrent hernia. The mesh was explanted.